Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evalution. The cause of the patient's outcome could not be conclusively determined. A review of the instrument history record was performed and the device has not been returned to olympus for service since it was purchased on 06/19/2014. If additional information is received or the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician advanced the scope through the esophagus and subsequently lacerated the esophagus wall. It was reported that the physician experienced slight difficulty advancing the scope. There was minimal bleeding. The intended procedure was aborted. It is unknown if the patient was rescheduled for another procedure. No additional information was provided.